Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air/water cylinder and the air/water tube of the colonovideoscope had foreign objects. There was no report on the subject device being used in procedure after the suggested event was reviewed. According to previous investigations, the use of simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus were not recommended for use by olympus. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. The most probable cause of foreign objects is cause traced to failure to follow instructions. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the air/water cylinder and the air/water tube of the colonovideoscope had foreign objects. There were no reports of patient involvement.